Event description:
Patient's daughter reports that a couple of times the cartridges/ tubing fell apart/ off before being attached to the pump and they would have to do a new mix. Specific pump alarm code is n/a. No interruption in therapy or adverse events reported. It is unknown if pharmacy troubleshooting occurred. It is unknown if the defective products are available for return. Cartridge and tubing lot numbers are unknown. Per the pharmacy dispensing system, patient's weight was last reported as 205lbs. On (B)(6) 2026. No further info, details, or dates available. Sq remunity self-fill patient via remunity pump. Patient started using remunity device (B)(6) 2025. Current remodulin dose: 5.09ng/kg/min.